Event description:
It was reported that the patient came to the hospital because she was feeling dizzy. The ECG showed bradycardia. Device interrogation showed that the device was not pacing, and the lead impedance seemed to be greater than 9999 ohms. It was unclear if this was a device or lead issue. At the replacement procedure, the lead connection was checked and looked "ok," and the lead measurements were "all good." When a new device was connected, pacing started and all measurements were ok. No further patient complications have been reported as a result of this event, and the patient outcome following the replacement procedure was reported to be stable.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary (B) (4) preliminary testing revealed anomalous output conditions. Further analysis determined the no output condition was the result of lifted hybrid bond wires.